Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 our affiliate in (B)(4) received a call from a patient (pt) who reported that in (B)(6) 2016 he/she experienced irritation, redness, and tearing while using 2 acuvue oasys brand contact lenses in the od. The pt reported that he/she went to the eye care professional (ecp) on (B)(6) 2016 and the pt was prescribed epitagel as needed. The pt reported that he/she went back to the ecp on (B)(6) 2016 as the symptoms continued. The pt reported that ecp diagnosed him/her with bacterial conjunctivitis ou. The pt reported that he/she was prescribed epitizam at night before going to sleep for 15 days. The pt was also prescribed vigadexa 1 drop each eye every 4 hours for 7 days. The pt reported that he/she has allergies and his/her eyes are dry, so the ecp asked the pt not to wear lenses. The pt reported that he/she ¿stopped wearing lenses and is now resting the eyes and wearing glasses.¿ the pt reported that the eyes are better now. This report is being filed for the od event. The os event will be reported in a separate report. The pt reported that the suspect product and lot number were discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.